Event description:
Pt states that her ms3 pump gave a blockage alert on 3 separate occasions, last one being last night. Pt had check but could not find any blockage. Pt was able to switch to her back up pump. Errors occurred while pumps were in use. Pt reports experiencing flushing. Replacement will be shipped to the pt with a return box for the malfunctioning pump. Pt also reporting site pain. No other details provided. Reported to (B)(6) by pt/caregiver.